Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for evaluation. After device analysis, the following were observed: for catheter, the lapjoint sheath assembly was missing when received. For syringe: the syringe was filled with liquid when received; found a black fiber-like foreign material floating inside the syringe accessory. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be related to a supplier manufacturing issue. (B)(4).

Event description:
It was reported that foreign material was found in the sterile device. During the percutaneous coronary intervention (pci), an opticross¿ imaging catheter was used to visualize the lesion. It was noted that hair was found in the 10 cc syringe. It was suspected that the hair was in the syringe from the start. The procedure was then completed using another of the same device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that foreign material was found in the sterile device. During the percutaneous coronary intervention (pci), an opticross¿ imaging catheter was used to visualize the lesion. It was noted that hair was found in the 10 cc syringe. It was suspected that the hair was in the syringe from the start. The procedure was then completed using another of the same device. No patient complications were reported and the patient's status was good.